Event description:
Boston scientific received information that during a scheduled replacement procedure, cautery was used. This cardiac resynchronization therapy defibrillator (crt-d) was pulled out of the pocket and went to safety pacing. The device was placed back in the pocket and resumed capture. The device was interrogated and was found to be in fallback mode. Boston scientific technical services (ts) discussed the cautery may have caused this but as long as there was no connection issue it is most likely not from moving the device. The device will be returned for analysis. There were no additional adverse patient effects.

Manufacturer narrative:
The device has not yet been returned for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
--